Event description:
It was reported that patient suffered vt arrest. Failure to convert was noted despite detection of vf episodes and delivery of shocks. During the following dft testing vf was not sensed by the device and no therapy was delivered. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 57.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.